Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025,senseonics was made aware of an incident where user reported of receiving no sensor detected alerts which led to early sensor removal.

Manufacturer narrative:
The user complained about receiving persistent no sensor detected alerts. Review of the alert history confirmed that the user had frequent no sensor detected alerts throughout the period the sensor was inserted. The user also reported that the sensor had been inserted in the bicep muscle which they believed was contributing to the connection problem. Troubleshooting efforts to optimize transmitter placement were unsuccessful in resolving the issue, thus return material authorization (RMA) was issued for the return of the sensor for further investigation. The investigation on the returned sensor showed that it was able to connect with a known good transmitter with an excellent and stable signal, and no malfunction of the sensor was observed. Based on these findings, the issue is most likely attributable to suboptimal transmitter placement over the insertion site, potentially related to the sensor's location. The user was offered a sensor replacement as a resolution. B4.date of this report 26 august 2025 d4.additional device information updated d9 device available for evaluation? Yes,device received on 02 july 2025 g3.date received by the manufacturer? 26 august 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.